Event description:
It was reported that this right ventricular (rv) lead had high pacing threshold since implant and impedance has been stable. Boston scientific technical services (ts) is hard pressed to state that it is a lead issue based on impedance and it seems too fast to be encapsulation. Local representative that an x-ray echography was performed and it does not look like the lead was pulled back as it shows that the lead is right in the tissue. Also, low rv sensing and intermittent capture at maximum in both unipolar and bipolar was noted. This rv lead was explanted and replaced. No additional adverse patient effects were reported.